Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large needle driver instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that the large needle driver instrument broke. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large needle driver instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was placed on an in-house system. It passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.